Event description:
Used intercranial catheter along with onyx liquid embolic system. "Super selective microcatheter angiography, super-selective wada testing and avm embolization with liquid onyx." Catheter with onyx adhered to the embolism and had to be left in the pt to prevent damage.